Event description:
Alleged pt pendant with cable pulled from the body and there are bare wires exposed. He said there was not a pt in bed and no injuries occurred. Bed is from pcu unit.

Manufacturer narrative:
A new pendant was shipped to repair the bed.